Event description:
Caller reported a data error alert 4 that occurred after the pump's ship date. Blood glucose level remained within the range of 54-500mg/dl (3.0-27.7 mmol/l). There was no adverse impact to the customer's blood glucose level. Customer was informed that some history logs may have been erased, but therapy was unaffected. It was confirmed that the customer would continue using the pump for insulin therapy, and the caller acknowledged and understood the information provided.